Manufacturer narrative:
(B)(4); diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient was admitted to the hospital on (B)(6) 2024 due to inaccurate cgm readings. The patient experienced a high glucose reading and symptoms like chest pain and nausea because of high blood sugar. The patient was accompanied by his wife to the hospital since he experienced the high blood sugar reading. At an unspecified moment in the hospital, the cgm was reading egv 60 mg/dl and the blood glucose reading was 140 mg/dl. The patient did not have any information regarding what kind of treatment the hospital provided to him and they were still running tests on him at the time of the call. The only medication he could recall was insulin. The patient stayed in the hospital for 2 days from (B)(6) 2024. At the time of the call, he was reportedly normal and recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.